Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited screen was black, noise was generated and adhesive around objective lens was peeled. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions : black screen, no image displayed (the image was restored), and generated noise would likely be stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, and for the malfunction the objective lens glue peeled off would be stress of repeated use, external factors, and handling of the device. The event can be prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.7 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject events 3. Olympus will continue to monitor field performance for this device.